Manufacturer narrative:
The device was not returned and the serial number is unknown. Follow up attempts were made with the customer and they could not identify the specific pump involved with this event and therefore a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an obstetric patient experienced an issue during infusion therapy with a spectrum infusion pump. The patient was initially administered 100mcg IV fentanyl, and indicated no pain and requested an epidural. A lactated ringer's solution bolus ("lr bolus") was started at 22:09 hrs. An antibiotic (vancomycin) was initiated at 22:38hrs for the treatment of group b strep disease. An infusion of oxytocin, indicated to augment labor at 2 milliunits/min, was started at 22:26hrs. It was reported that the oxytocin infusion was stopped at 23:02hrs and the pump was turned off due to fetal heart tracing category ii. The oxytocin (pitocin) tubing was not disconnected from the patient at this time. The vancomycin infusion was completed at 00:18hrs and the lactated ringer's solution was resumed. The fetal heart rate continued with category ii tracing. The patient underwent multiple positional changes and received a bolus of 2000ml at 23:20hrs amnioinfusion followed by "a maintenance of 125". At 00:24hrs. It was noted that the fetal heart rate showed deceleration and did not improve with the mother's positional changes. The patient was transferred to the operating room, where she was prepped and draped for surgery. The nurse questioned the reason for the "empty IV bag". It was "assumed" that the empty bag was the one that contained vancomycin, and informed the nurse that "it was already infused". The patient reported poor pain control during most of the nurse¿s shift. The pump was turned off and reportedly, it was "realized" that the nurse may have asked about the oxytocin bolus while the patient was in the operating room. It was stated that, "the last thing that was infusing was normal saline at 125ml/hr amnioinfusion and the lactated ringer's bolus", and was "unaware" of who stopped the oxytocin infusion. No additional information is available.this report addresses the mother involved in the event.